Event description:
Registered nurse (rn) started formula pump feed then walked to a different patient's bedside to do another care. Correct timing for pump feeds is important as this patient has glucose instability. About a minute later, nurse passed by this patients bedside and noted roughly 2ml of milk had leaked onto crib sheet. Rn notified and changed tubing. She stated the leak was not due to incorrect connection to the nasogastric tube (ng), but instead due to formula leaking from purple connection piece of the tubing between the clear tubing and purple piece that screws into ng/og. If rn had not noticed leak so quickly, patient would have been at risk for a critical glucose level and missed part/all of his feed.